Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening on anterior and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: opening creases sharp, opening puncture, broken sharp in fill channel, missing diaphragm valve (0-25%), opening sharp on plug strap, delamination of plug strap (<75% partial separation) and stress marks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening. A striated punctured due to surgical damage like consist in the use of some surgical tool. A sharp broken on fill channel due to an unidentified (tear) opening. A sharp opening on plug strap due to an unidentified (tear) opening. Creases are observed but have no relationship with manufacturing. Missing piece of valve due to inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.